Manufacturer narrative:
As the product was not returned, it was not possible to perform a metallurgical examination and determine the root cause. According to the risk management file, possible root causes for the breakage could have been: insufficient maintenance, insufficient refurbishment, insufficient storage. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. If device and / or additional information become available, the investigation will be reopened, the complaint will be reopened and the result revised. Device was not returned.

Event description:
It was reported the ball on the tip of the osteotome broke off during the procedure. The customer was able to retrieve this part and will return the product.

Event description:
It was reported the ball on the tip of the osteotome broke off during the procedure. The customer was able to retrieve this part and will return the product.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.